Event description:
It was reported that during an unknown procedure, the device would not staple but cut. On the fourth activation the device stopped stapling. No more information.unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.